Event description:
It was reported that during a ptca treatment procedure, the balloon ruptured at an unknown level of atmospheres below rated burst pressure. No patient injury or complications were reported.